Event description:
It was reported that the valve was explanted after an implant duration of approximately 1 month. The reason for explant is unknown. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Manufacturer narrative:
An implantation data card (idc) for the patient was returned on (B)(4) 2013 with a notation, "patient dies (B)(6) 2013. Please update your file.", approximately 13 days after implant. No other details reported. Despite repeated attempts to receive additional information regarding the no additional information was received. There is no allegation of product malfunction or quality deficiency. No further actions are possible with the available information.